Event description:
Philips received a complaint on an avalon cl ultrasound transducer indicating that the transducer was displaying incorrect values. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1:(B)(6).